Manufacturer narrative:
Summary of evaluation: evaluation results suggest that this event would not be associated with the device but rather would be related to user technique.

Event description:
The reporter stated that the screw fell apart during explantation. This event did not cause any adverse consequence to the pt or surgical delay.